Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note initial reporter information: (B)(6). Note facility information: (B)(6). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 175cc mentor siltex round moderate profile breast implant experienced left sided deflation post procedure. As a result, patient had undergone removal and replacement with a 275cc mentor smooth round moderate profile breast implant on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/11/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device a siltex cracking was noted on the anterior aspect. Also a tear was observed within the siltex cracking measuring approximately 1 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Manufacturer¿s reference number: (B)(4).